Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock during cycling. The patient went to hospital to go under an urgent follow up. The data was received and there as a change in the morphology at higher frequencies, with wider qrs complex. Additionally, myopotentials were oversensed. Subsequently, a reprogrammed was performed. This s-ICD remains in service. No adverse patient effects were reported.